Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient experienced swelling at the implantable pulse generator (ipg) and lead insertion site. The patient had difficulty charging the ipg and also experienced a burning sensation at the lead insertion site. Ipg incision drainage was also noticed. The patient was prescribed with antibiotics. All components were explanted and discarded per hospital policy.

Event description:
It was reported that the patient experienced swelling at the implantable pulse generator (ipg) and lead insertion site. The patient had difficulty charging the ipg and also experienced a burning sensation at the lead insertion site. Ipg incision drainage was also noticed. The patient was prescribed with antibiotics. All components were explanted and discarded per hospital policy.